Event description:
Nurse practitioner removed jp drain from patient. She then advised primary rn that patient would need stat CT head to evaluate for possible retained drain fragment. Patient taken to surgery and drain fragment was removed. Patient condition remained same.